Manufacturer narrative:
Sections with additional information as of 21-may-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-5 accompanied by symptoms. Sister is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of excessive thirst and urination frequency. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. During the call a back to back blood test was performed by the customer and produced test results of e-5 using true metrix meter. The test strip lot manufacturer¿s expiration date is 06/20/2021 and open vial date is 03/12/2020. The meter memory was not reviewed for previous test result history.